Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
New right ij cvc was inserted on (B)(6) 2021. Upon physical assessment on the morning of (B)(6) 2021, the distal port of the catheter was leaking. The device was removed and replaced the same day. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
New right ij cvc was inserted on (B)(6) 2021. Upon physical assessment on the morning of (B)(6) 2021, the distal port of the catheter was leaking. The device was removed and replaced the same day. No patient harm reported.